Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the insuflation channel appeared to be fibrous deposits, which seemed to be debris from a cleaning tissue but otherwise could not be identified. A definitive root cause of the reported issue could not be determined, however, due to an observed leak in the bending section, proper reprocessing may not have been possible. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, the air and water flow issues, the up and down knob lockout system was worn out, the bending section rubber¿s glue had separated, the light guide lens was chipped, and there was leakage at the bending tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the nozzle of the insufflation channel was clogged by a fibrous deposit. This report is being submitted for the event found during evaluation. There was no patient involvement.